Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a treatment for a lesion below the knee there was tip damage. During the procedure and while negotiating the lesion with the plat plus glidex 014/300/sst wire, which was used with an imager diagnostic catheter to support it, the spring coil tip was found uncoiled while removing from the patient. This was invasive to the patient, so they physician changed the wire immediately and completed the procedure with a v-18 control wire. Device analysis revealed the coating peeling from the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection was performed. The device presented the coating scrapped (peeled) along the entire body and the spring tip severely elongated and unraveled. Also it was observed evidence of core wire fracture approximately at 298 cm from the proximal section. Additionally presented three different kinks at 129 cm, 165 cm and at 292 cm from the proximal section. The device was sent to the analytical lab to determine the cause of the fracture. Device appears to have been pulled or pushed against resistance. Failure occurred due to a torsion overload with a bending moment. No materials anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).